Event description:
Caller reported a tandem mobi cartridge alarm. Blood glucose level did not exceed 500 mg/dl, with no adverse impact on the customer's blood glucose level. Customer did not experience exposure to external magnets, and the issue did not occur during the load process. Although the caller had not previously reported cartridge alarm 30, 34, or 35 with the current pump, cartridge alarms had been reported with consecutive cartridges. Technical support confirmed the cartridge alarm and resolved the situation by sending a replacement pump to the customer. The customer was instructed to return the problematic pump to tandem, understood the procedures, and acknowledged receipt of instructions for the replacement pump.